Event description:
A small pin sized hole was noted along the black power lead of the patient's controller. It was leaking a green fluid. His controller was exchanged and the defective controller was sent to thoratec for evaluation.